Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Medical devices: item number: 010000666, item name: g7 acetabular shell, lot number: 3813923; item number: 010000851, item name: g7 neutral liner, lot number: 3220907; item number: 163674, item name: cocr femoral head, lot number: 3813923. Foreign report source: (B)(6) multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04249 . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right hip revision approximately one month post-implantation due to periprosthetic fracture. Head and stem components were removed and replaced. Attempts have been made and no additional information is available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Report source: (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.